Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Sex/gender: unknown, not provided. Date of event: unknown, not provided, but the best estimate is (B)(6) 2017. If explanted, give date: date of explant was scheduled for (B)(6) 2017 (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor had planned to explant a zxt225 20.0 diopter intraocular lens (iol) on (B)(6) 2017, and replace it with a zct lens. It was indicated that the patient not seeing well with the implanted lens. Explant planned; however was not confirmed. No additional information was provided.

Manufacturer narrative:
Additional information: explant date: (B)(6) 2017. Per recent follow-up, the patient is doing fine. The lens was replaced with a model zct225 19.5 diopter. No patient injury, complication or other intervention was reported at explant. (B)(4). All pertinent information available to the manufacturer has been submitted.